Manufacturer narrative:
B5: the quantity reported is two (2). H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection showed the effluent pump segment was disconnected from the support plate. The reported condition was verified. It was also noted that there was a non-homogeneous mark of solvent on the tubing and the disconnection is therefore due to lack of solvent. The cause of the condition was due to lack of solvent applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pre-blood pump (pbp) disconnected from the prismaflex st150 set during continuous renal replacement therapy. Furthermore, air was observed entering the pbp line until the pump body was disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.